Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, as evidenced by the statement that they consumed juice and subsequent troubleshooting and education were completed without any alerts or alarms reported. Symptoms included low blood glucose. Outcomes included no reported long-term impact. Investigation included user interview, case review, and troubleshooting guidance. Investigation of this case revealed no device malfunction signals and no alarm activity, with cause of the hypoglycemic event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.